Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device failed the delivery test and needs calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached in complaint object: the reported problems were found during a precheck on our facility. No patient involvement. H6: event problem and evaluation codes: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with worn lens and tamper seals missing. There was no evidence of the error recorded in the event history log. The customer reported problem was verified.?running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was recommended to have the expulsor removed and replaced, along with the valves and expulsor foam as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).